Event description:
It was reported from (B)(6) that the ao quick coupling device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all diagnostic assessments and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. UDI: (B)(4).